Event description:
There was no connector tubing in the iab package. There was nothing to return to co for evaluation. Event complications: unk - reported 3/17/97. Pt's current status: ink - rpt'd 3/17/97.